Manufacturer narrative:
In use at the time of the event: cgm model: unknown, mobile os: unknown.

Event description:
It was reported that malfunction alarm malf 12 occurred on pump and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and call back if issue returned.